Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the existing aus was no longer providing the intended therapeutic effect. This issue occurred after five years of use. The existing aus was explanted and replaced with new aus consisting of a 4.5 cm cuff, pump, and balloon. A leak was discovered in the explanted cuff during the procedure. No patient complications were reported during the replacement surgery. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.